Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission showing non sustained lead noise due to post paced t wave oversensing on the ventricular lead which was noted on a stored egm. The ICD was reprogrammed and the patient is doing well after the event.